Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 6.2 inr, 3.4 inr and 4.6 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.